Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse called to report no delivery alarms. She then stated that the customer was hospitalized for low blood glucose levels. The customer's blood glucose reading was 56 mg/dl when the paramedics arrived, and 116 mg/dl after being treated. Prior to the event, the customer woke up with normal blood glucose levels. The customer was going to change the infusion set, but she felt that she was going low, so she called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the customer couldn't conduct the displacement test at the time of the call. Nothing further was reported.